Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01396. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure treating an occluded bypass graft using a penumbra system ace 64 reperfusion catheter (ace 64) and an indigo system separator 5 (sep5). During the procedure, the physician advanced a non-penumbra sheath along with a guidewire to the target vessel. While crossing the proximal cap of the graft, the physician experienced difficulty but was able to successfully advance the guidewire. However, the physician did not want to lose guidewire access and advanced a second guidewire so that a buddy system could be used while using the penumbra system. The physician then advanced the ace 64 through the sheath; however, while advancing the ace 64,the physician experienced resistance noticed that the tip of the catheter became kinked. It is unclear when the kink occurred. Consequently, the physician was unable to advance a separator wire through this kinked ace 64 and therefore the ace 64 was removed. Next, the physician advanced an indigo system aspiration catheter 5(cat5) over the guidewire then removed the guidewire before advancing the sep5 through the cat5. As the aspiration was initiated, the physician mentioned experiencing resistance with the sep5 and the sep5 was not advancing as smoothly as it initially did. Therefore, the sep5 was removed and upon inspection, the physician noticed that the sep5 wire was frayed. The procedure was therefore successfully completed using a new sep5 and the same cat5. There was no report of an adverse effect to the patient.